Event description:
It was reported that during a procedure, the device ran on its own if moved. There was no customer or user injury, a back up device was readily available and was used to complete the case successfully. There was no medical intervention, no delay, or adverse consequence as a result of this event.

Manufacturer narrative:
The cord was received by the MFR and the complaint was confirmed. The cause of the failure was corrosion on the analog ground pin, which caused the handpiece to run on its own.